Manufacturer narrative:
Device evaluation: g4, h2, h6, h10. Results of investigation: the reading for "press o2 regulated" is rising to a too high level (>3.2 bar) is due to defective / leaking o2 pressure regulator and o2 path self test is failing due to leaking o2 safety valve.

Manufacturer narrative:
Device evaluated by MFR: technical support in conjunction with the customer was able to troubleshoot the reported issue. The customer performed an inspiratory block tightness check and inspiration valve test. After performed complete calibration, the customer reported the device successfully passed testing.

Event description:
Customer reported of high leak alarm. Customer also reported that co2 doesn't wash out; then, doctor removed device from patient.